Event description:
It was reported that the bed would not go up or down. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted with evaluation results. It was also determined that the bed would not go up or down due to a motion interrupt lift sensor malfunction and the motion interrupt pan was damaged.

Event description:
It was reported that the bed would not go up or down due to a motion interrupt lift sensor malfunction. It was further reported that the motion interrupt pan was damaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.